Event description:
On (B)(6)2017, a reporter for the patient (the patient¿s wife) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the subject meter was reading inaccurately on an unknown date when the patient obtained an alleged inaccurately high blood glucose result of 189 mg/dl compared to 123 mg/dl on a laboratory device, performed more than one hour apart. The reported time difference of greater than 30 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The reporter stated that for the 3 weeks prior to the call to lfs, the patient had experienced high fasting blood sugars every morning; she reported that these began at the same time as the patient started using a new vial of test strips. The patient manages his diabetes with insulin, which he self-adjusts, and oral medication. The reporter indicated that after obtaining the alleged inaccurately high blood glucose results in the mornings, the patient had eaten less food. She reported that on one occasion after using the new vial of test strips, the patient¿s blood glucose result was 188 mg/dl on the subject meter, then 44 mg/dl on another meter. The reporter indicated that the patient developed symptoms of ¿clammy, dizziness and disorientation¿ which she treated by giving him ¿orange juice and peanut butter¿ on (B)(6) 2017. She reported that his blood glucose level then rose to 55mg/dl, then 139 mg/dl, then 114 mg/dl. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Clammy, dizziness and disorientation requiring third party intervention, after obtaining alleged inaccurately high results on the subject meter.